Event description:
User facility medwatch report received states: the artery was heavily calcified and nearly totally blocked. The stenosis was crossed with a whisper wire but could not advance a balloon, a 2mm nc trek. The cardiologist worked with the balloon and eventually the wire sheared and the balloon passed into a side branch. Attempts were make to snare the retained wire without success. Two stents added distally to pin the retained wire against the vessel wall. Additional reported information indicates that the procedure was to treat the distal segment of the 1st diagonal with heavy calcification and heavy tortuosity. The tip of the whisper ms guide wire separated in the patient's anatomy. The proximal portion of the guide wire was simply withdrawn from the patient anatomy. The mini trek balloon was successfully used for angioplasty and was removed from the patient anatomy without resistance. It could not be determined if the resistance during advancement and continued advancement of the trek balloon catheter caused or contributed to the separation of the whisper ms guide wire tip. There was no adverse patient sequelae; stable condition and no complications post procedure. There was a delay in the procedure reported but it was not clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The unknown trek dilatation catheter is being filed under a separate medwatch report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.